Event description:
A hospital in (B)(6) reported via a distributor that an rt200 adult dual heated breathing circuit has bent pins. The hospital noticed the bent pins before pt use.

Manufacturer narrative:
(B)(4). The rt200 breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.